Manufacturer narrative:
An isi field service engineer (fse) has been requested to investigate the reported event. The fse had recommended to the site to remove the stapler 45 instrument and stapler motor pack from rotation and return it to isi for failure analysis. Based on log reviews, it is confirmed this stapler 45 instrument pn: 410298-12/(B)(4) referred to in this incident, has been used in subsequent procedures, and then it was returned to isi for failure analysis. It was reported that the blue stapler 45 reload involved with this complaint has been discarded. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if any additional information is received. The stapler 45 instrument involved with this complaint has been received and the evaluation has been completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failures based on log review. Review of the msc log found that the instrument produced error code "32075" during fire. Error code 32075 states that "the motor pack, instrument or cartridge may be mechanically jammed". The instrument was installed and tested on an in-house system. The instrument passed initialization test. The instrument clamped and fired successfully. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. According to the system logs, the stapler 45 instrument successfully fired the green stapler 45 reloads, and all firings were completed. However, one of the blue stapler 45 reload install did have 7 incomplete clamps. The IFU user manual features and warnings are as follows: the stapler 45 instrument features smartclamp¿ feedback, which detects whether or not the stapler 45 instrument jaws can adequately close on the target tissue during clamping. If while clamping the stapler 45 detects that the jaws cannot adequately close on the target tissue, clamping stops and a message displays. If the inadequate clamp message appears, first be sure that there are no obstructions in the target tissue. If there are no obstructions it may be possible to achieve a full clamp. The following actions may be attempted to complete the clamp: hold the clamp for 15 seconds after the inadequate clamp message appears; the stapler 45 instrument may still be applying force to the tissue held between the jaws allowing tissue to further compress. Unclamp by tapping the associated blue pedal once. As soon as the stapler 45 instrument starts unclamping, press and hold down the associated blue pedal to recommence clamping. If clamping does not complete on the second attempt, either: reposition the stapler: tap the associated blue pedal once to unclamp. Reposition the stapler 45 to either grasp thinner tissue or to reduce the amount of tissue in the jaws. Then press and hold the associated blue pedal to clamp, or change to a stapler 45 reload designed for thicker tissue (if available). Warning: make sure that no obstructions (such as clips) are between the jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged that the stapler 45 instrument ¿did not fire correctly.¿ a few days later the patient underwent another procedure and the surgeon had to over sew the staple line to address the staple line leak.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the stapler 45 instrument "did not fire correctly." The site used a backup stapler 45 instrument, and the procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: on (B)(6) 2019, the patient underwent a davinci assisted gastrectomy surgical procedure. The stapler 45 instrument was fired on the stomach tissue with a blue stapler 45 reload installed. At that time the system allegedly generated a partial fire/misfire error. It was stated that there were no obstructions when the stapler 45 instrument was fired. The surgeon had repositioned the stapler 45 instrument multiple times to make sure the tissue was not too thick. At the end of the procedure, a leak test was performed, and there was no leak detected. That night the patient experienced abdominal pain. On (B)(6) 2019, the patient had a CT scan, and no leakage was detected. However, on (B)(6) 2019, another CT scan was performed, and a leak was detected. Radiology stated that in hindsight, there might have been a leak from the (B)(6) 2019 scan. On (B)(6) 2019, the patient had another procedure (it is unspecified if it was open or laparoscopic) and the staple line leak was repaired by oversewing the staple line. It was confirmed that there was no buttress material used and there was no video recording of the procedure. It was reported that the reloads used in this procedure were discarded.